Event description:
The plaintiff's attorney alleged that the patient experienced a cardiac arrest and cardiac arrhythmia. It was further alleged by the plaintiff's attorney that the patient subsequently expired. These allegations were alleged to have been caused by the patient's exposure to the product which was administered during dialysis treatment.

Manufacturer narrative:
This is one of two device reports related to the same event. A f/u report will be submitted upon receipt of any additional info.